Manufacturer narrative:
A medtronic representative went to the site to test the equipment at the time of the procedure. After re-connecting the cable to the network connector, the system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was not communicating with the navigation system. A manufacturing representative arrived to troubleshoot during the procedure and reconnected the network connector to the cable and verified that the imaging system then communicated with the navigation system. The imaging system was then used to complete the procedure. There was a 1 hour or longer delay to the procedure and no reported impact to patient outcome as a result of this issue.